Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable digoxin (dig) results from the cobas c 503 analytical unit that sis not match the clinical picture for the patients. The customer alleged many patient samples had results around 0.4 and 0.6 without any digoxin treatment.

Manufacturer narrative:
Data was provided for an additional patient sample for digoxin (dig) that did not match the clinical picture for the patient as they were not receiving digoxin treatment. On (B)(6) 2024, the results for the patient were 0.406 ng/ml and 0.423 ng/ml.

Manufacturer narrative:
Per product labeling, a full calibration is to be performed after reagent lot change or as required following quality control procedures. In previous investigations, it was found that the recovery of calibrator b with a concentration of 0.5 drifted from 95% to 118% within 7 weeks. The customer data shows a drift of approximately 0.2 ng/ml within 6 -8 weeks. The investigation determined the drift could influence low values around the limit of quantitation (loq) of 0.4 ng/ml and samples with results initially found below the loq when measured shortly after calibration can generate results above the loq if measured at a later point after calibration.